Manufacturer narrative:
The covidient customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It ws reported by a customer in the USA that, during patient use, an 840 ventilator top liquid crystal display (lcd) was garbled. The patient was removed from the unit, and placed on another ventilator. There was no reported patient injury.